Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 10 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a valve of same size and model due to insufficiency of the bioprosthetic valve.  No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that an intraoperative transesophageal echocardiogram (tee) revealed mild to moderate valvular stenosis and severe regurgitation. The physician reported a "high density, mobile mass that moved into the lvot during diastole and the aortic root during systole that appeared to be adhered to the right coronary cusp of the bioprosthetic valve, possibly representing a thrombus, vegetation, or flail of the non-coronary cusp, which could not be well visualized." The diagnosis of endocarditis was reported. If information is provided in the future, a supplemental report will be issued.